Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead exhibited high capture thresholds. The physician attempted multiple positions and there was no success. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were high pacing threshold and lead dislodgement. As received, a complete lead was returned in one piece with the helix partially extended clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be fully extended and retracted. The full measured helix extension length was within specification. The reported event of high pacing threshold was not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.